Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The charger was sent to the supplier for further root cause investigation. No adverse event resulted from the damaged battery charger.

Event description:
During a review of service data, a reportable malfunction was found. Charger sn (B)(4) was unable to power on.